Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and 12 shocks. The physician suspected the rhythm was sinus tachycardia. Technical services (ts) reviewed the reports with the physician and confirmed the rhythm appeared to be atrial or sinus driven. Therapy didn't convert the rhythm. This crt-d remains in service. No adverse patient effects were reported.